Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test and self test. However, device failed active current measurement, sleep current measurement and long trace displays low battery alert less than 1 week and unexpected battery power loss, problem isolated to electronic assemblies.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received replace battery now alarm. The customer received low battery alert prior to replace battery now alarm. This was the second occurrence of replace battery now alarm without a low battery alert. The customer also experienced low blood glucose level of 2.9 mmol/l and treated it with juice. The battery cap was not damaged. The insulin pump will be returned for analysis.